Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing and sensing impedance as well as a loss of capture. Follow up with the clinic noted that the lead measured within normal limits and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.